Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad. It was reported that the patient was admitted (B)(6) 2014 due to concern for pump thrombosis and was administered IV heparin for a few days. She received IV hydration, and her gabapentin dose was decreased. Her pump speed was left at 8600rpm due to having pi events with speed drops, and one power spike. She received an additional fluid bolus overnight and her pi events/speed drops resolved. She was discharged from the hospital. On an unspecified later date, the patient's lactate dehydrogenase (ldh) was elevated at 1500 u/l and her plasma free hemoglobin was greater than 80g/dl. She reported generalized weakness, a weight gain of 4 lbs. And increased shortness of breath. She denied any chest pain or palpitations. The patient was admitted on an unspecified date and her pump was exchanged on (B)(6) 2014.

Manufacturer narrative:
The device was returned assembled with the driveline cut approximately 6¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inflow elbow), the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual inspection of the of the outflow elbow, prior to disassembly, revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. The thrombi surrounding the inlet bearing cup and the inlet bearing ball appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while pump was supporting the patient. Examination of the proximal side of the outlet stator also revealed a deposition surrounding the outlet bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form within the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of denaturation and the contact marks observed at the distal end of the rotor suggests that it was present while the pump was supporting the patient. Although a root cause for the formation of the observed depositions could not conclusively be determined through the evaluation, they could have contributed to the patient¿s elevated ldh and plasma free hemoglobin. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities were observed. The returned portion of the driveline was tested for continuity and all wires were found to be electrically intact. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.